Manufacturer narrative:
Device evaluation: during evaluation of the sample it was observed to be intact. Leak testing revealed a tear in the vulcanization dot and leakage at the valve. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: out of box issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during surgery doctor opened packaging to use mentor smooth round high profile, 460cc, saline implant, and found that implant was not sealing and air bubbles could be seen. Implant was not working appropriately. No patient involvement reported.